Manufacturer narrative:
Pump resistor is contaminated. Cuff performed within specifications. Balloon had a fatigue leak.

Event description:
Add'l info received on 10/15/97 indicates "breakage of reservoir."